Event description:
Dear sir, good day! This report is about an incident involving my husband, (B)(6), 70-year-old male. (B)(6) had biotronik automatic implantable cardioverter defibrillator(aicd) on (B)(6) 2016 after he had cardiac arrest on (B)(6) 2015. Last clinic visit to check aicd was (B)(6) 2025. Copy of report includes care. Everything was fine. Care plan was to replace aicd was (B)(6) 2026 but before the date, (B)(6) had inappropriate shocks. According to the electrophysiologist who took care of him in the (B)(6). The doctor said, it showed deterioration on (B)(6) 2025. My question is, (B)(6) has home monitor for that biotronik aicd. We are paying for that. Why did we not receive any alert from the monitoring unit? We live in the (B)(6) medical area, very near to the doctors clinics. It could have been prevented if they did notify us. The monitoring unit contact: (B)(6) cardiac electrophysiology, (B)(6) tel, (B)(6) fax. I already contacted this office but they do not accept the documented tracing of the aicd before and during the incident as test to us by the doctor in the (B)(6). Thank you for your attention. This event happened in the (B)(6) while on vacation. (B)(6) 2026 20:30- pt felt a sudden jolt online and involuntary movement on left arm. He was brought to nearby hospital. EKG done and cardiac enzyme did not show signs of cardiac problem. There was no cardiologist/ electrophysiologist. Pt was sent home. (B)(6) 2026 at 17:50- ICD delivered multiple shocks and was brought back to the nearest medical center. Referral was done and was transferred to another hospital which was 39 miles away. ICD was firing successively causing extreme pain and panic. Diazepam was administered to help calm down the pt. (B)(6) 2026 02:15- arrived at another hospital the ICD was deactivated. Was on cardiac monitor. Hospital (B)(6) was admitted I brought to: (B)(6) 2026- (B)(6) medical center, (B)(6) philippines - not admitted (B)(6) 2026 - (B)(6) medical center, stayed in ec for hours then traveled by ambulance fro 1 hr 30 min to another hospital (B)(6) 2026 (B)(6) medical center (B)(6) phil arrived at 02:15 am ICD deactivated in ec (B)(6) 2026 transferred to (B)(6) hospital(B)(6) - ICD changed; (B)(6) 2026 discharged. On (B)(6) 2026 biotronik ICD battery was removed. The lead was left inside the heart because it was difficult to remove. A new one was inserted of another brand- abbott. According to the cardio/electrophysiologist the patient received 30-50 shocks. (B)(6) 2026- discharged from hospital (B)(6) 2026. Back to the USA.